Event description:
Pain and swelling in operative leg, fever since surgery. Patient reports she has an allergy to metals and called to obtain the material composition of the fast- fix, assured that there is no metal in the implant. Patient states she knows that the surgeon used more than just fast-fix but she does not know what. Her first surgery was performed by dr. (B)(6). She has an appointment with a second surgeon soon but did not say when.

Manufacturer narrative:
(B)(4): there is no product being returned for evaluation. (B)(4).